Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 1699tc, lead, implanted: (B)(6) 2008; dtba1d1 ICD, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the right ventricular lead had intermittent noise as seen on stored electrogram episodes for high rate. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the full lead was returned in segments and analyzed. Analysis revealed that the outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.